Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it could not be definitively determined what the foreign material was adhered/clogged in the nozzle. There was no damage to the area where the foreign material was detected, and it is unknown if reprocessing was conducted in accordance with instructions for use. Therefore, the cause of the material remaining in the device could not be determined. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use. Detection methods are written in IFU: cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Prevention measures are written in instructions for use: cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the nozzle of the colonovideoscope was clogged by a black rubbery material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.